Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure. A tear in the pressure regulating balloon was identified. All components were removed and replaced with a new aus system. No patient complications were reported in relation to this event.